Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. He01301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones in 2010 and cholecystectomy. Previously administered products included for birth control: nuvaring from (B)(6) 2014 to (B)(6) 2017. Concurrent conditions included gastric ulcer since 2015, nabothian cyst, inflammation and polycystic ovaries. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced brca2 gene mutation ("other injury(ies) or complication (s) please describe: brca2 mutation positive"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(full) and bilateral salpingo-oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and brca2 gene mutation outcome was unknown. The reporter considered anxiety, brca2 gene mutation, depression, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test as she did not undergo any essure confirmation test, previously reported as essure device was successfully occluded. Insertion details:coils seen: left side- 3, right side-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: brca2 gene mutation. Concerning the injuries reported in this case, the following one was reported via medical records-salpingitis. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, brca2 mutation positive. Event added from mr "chronic salpingitis". Updated outcome of events. Pain from unknown to recovering/resolving and abnormal bleeding from unknown to recovered/resolved. Medical history, historical conditions, concomitant conditions, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. He01301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones in 2010 and cholecystectomy. Previously administered products included for birth control: nuvaring from (B)(6) 2014 to (B)(6) 2017. Concurrent conditions included gastric ulcer since 2015, nabothian cyst, inflammation and polycystic ovaries. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced brca2 gene mutation ("other injury(ies) or complication (s) please describe: brca2 mutation positive"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy(full) and bilateral salpingo-oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and brca2 gene mutation outcome was unknown. The reporter considered anxiety, brca2 gene mutation, depression, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test as she did not undergo any essure confirmation test, previously reported as essure device was successfully occluded. Insertion details:coils seen: left side- 3, right side-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:brca2 gene mutation. Concerning the injuries reported in this case, the following one was reported via medical records-salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. He01301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones in 2010 and cholecystectomy. Previously administered products included for birth control: nuvaring from (B)(6) 2014 to (B)(6) 2017. Concurrent conditions included gastric ulcer since 2015, nabothian cyst, inflammation and polycystic ovaries. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced brca2 gene mutation ("other injury(ies) or complication (s) please describe: brca2 mutation positive"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingo-oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, depression, anxiety and brca2 gene mutation outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, brca2 gene mutation, depression, genital haemorrhage, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test as she did not undergo any essure confirmation test, previously reported as essure device was successfully occluded. Insertion details:coils seen: left side- 3, right side-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:brca2 gene mutation. Concerning the injuries reported in this case, the following one was reported via medical records-salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Verbatim were updated : psychological or psychiatric problems condition: depression/psych injury. Event : abdominal pain, general abnormal. Bleeding were added. Event outcome were updated to recovered for pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.